Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that a couple of weeks ago her blood glucose dropped down to 22mg/dl and was off the insulin pump while she was at the hospital. The caller stated that the cannula was bent, and the side of her body where she was wearing the infusion set was swollen; her body was not absorbing the insulin, but once the insulin started to absorb, it went through all at once. The customer was off the insulin pump until she was regulated. No further information was provided.